Manufacturer narrative:
During a scheduled appointment for an unrelated matter, the end-user reported to the area permobil representative of an incident having occurred approximately 2 years prior where the footplate assembly allegedly fell down while driving. This allegedly caused the device to lean to the left allowing the end-user to lose balance and fall out of the seating to the ground. It was reported the end-user was hospitalized with injuries consisting of fractured ribs and a ruptured spleen. Reports claim the family informed the service provider of the occurrence and of injuries sustained, but did not think to report the incident to permobil until now. Review of client file indicates a standard parts order was placed, in the same time frame as the event, for a complete leg rest assembly w/footplates, but there aren't any reports of an adverse event having occurred. It is was reported the leg rest assembly was replaced by the service provider and the device was returned to the end-user to which they continue to use to this day with no further reports of recurrence. No components were returned to permobil for inspection so a determination as to possible root cause of the alleged malfunction cannot be established. The DHR was reviewed and device met specification prior to distribution.

Event description:
End-user reported while driving chair across a flat level surface, the footplate allegedly fell down reportedly causing chair to tip over to the left side. This allegedly caused the end-user to fall out of the seating, landing on the ground. End-user reports having sustained serious injuries which required hospitalization.